Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was the result of inadvertent catheter perforation. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling includes the following contraindications: "not intended for removal of fibrous, adherent, or calcified material (e.g., atherosclerotic plaque)." Perforation of pulmonary arteries is listed as a potential complication/adverse event. Manufacturer reference #: (B)(6).

Event description:
A (B)(6) female underwent a thrombectomy with the inari artix system. Four passes were performed but a perforation occurred in the distal superficial femoral artery. It is speculated that the artix mt8 went through a calcified section. A viabahn stent was used to cover the injury, and the patient experienced no other side effects. The procedure was completed successfully.